Manufacturer narrative:
The plant and clinical investigations are in process. A supplemental MDR will be submitted upon completion of these activities

Event description:
The peritoneal dialysis registered nurse (pdrn) reported to fresenius that the patient was diagnosed with peritonitis. Cultures were taken that resulted in no growth. The patient was treated with ip vancomycin. The pdrn could not locate the information in the patient¿s record related to the event upon initial reporting. Follow-up was performed. The pdrn stated the patient¿s initial peritonitis event was diagnosed on (B)(6) 2025. The patient went directly to the hospital with complaints of abdominal pain and milky looking pd effluent. The patient was admitted to the hospital. The patient was diagnosed with peritonitis. A pd culture was obtained. The patient was started on intraperitoneal (ip) vancomycin (dose, frequency, and duration not provided). The cultures resulted in no growth. The patient was discharged on (B)(6) 2025. The patient continued pd therapy utilizing the liberty select cycler. The cause of the peritonitis was undetermined. The patient did not report any breach in technique or any cassette leak or other issue.

Event description:
The peritoneal dialysis registered nurse (pdrn) reported to fresenius that the patient was diagnosed with peritonitis. Cultures were taken that resulted in no growth. The patient was treated with ip vancomycin. The pdrn could not locate the information in the patient¿s record related to the event upon initial reporting. Follow-up was performed. The pdrn stated the patient¿s initial peritonitis event was diagnosed on (B)(6) 2025. The patient went directly to the hospital with complaints of abdominal pain and milky looking pd effluent. The patient was admitted to the hospital. The patient was diagnosed with peritonitis. A pd culture was obtained. The patient was started on intraperitoneal (ip) vancomycin (dose, frequency, and duration not provided). The cultures resulted in no growth. The patient was discharged on (B)(6) 2025. The patient continued pd therapy utilizing the liberty select cycler. The cause of the peritonitis was undetermined. The patient did not report any breach in technique or any cassette leak or other issue.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Additional information: h10 (clinical review) clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The pd cultures resulted in negative growth. Unfortunately, pd-fluid cultures do not always yield an organism in patients with clinical findings of peritonitis. The most common cause of culture-negative cases is initiation of antibiotics before cultures are obtained with other causes being infection with fastidious bacterial organisms, acid-fast bacilli (afb), or fungal organisms. Although a cause of the peritonitis was not determined, most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the available information and no allegation of a malfunction, deficiency, or defect the liberty cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant and clinical investigations are in process. A supplemental MDR will be submitted upon completion of these activities.

Event description:
The peritoneal dialysis registered nurse (pdrn) reported to fresenius that the patient was diagnosed with peritonitis. Cultures were taken that resulted in no growth. The patient was treated with ip vancomycin. The pdrn could not locate the information in the patient¿s record related to the event upon initial reporting. Follow-up was performed. The pdrn stated the patient¿s initial peritonitis event was diagnosed on (B)(6) 2025. The patient went directly to the hospital with complaints of abdominal pain and milky looking pd effluent. The patient was admitted to the hospital. The patient was diagnosed with peritonitis. A pd culture was obtained. The patient was started on intraperitoneal (ip) vancomycin (dose, frequency, and duration not provided). The cultures resulted in no growth. The patient was discharged on (B)(6) 2025. The patient continued pd therapy utilizing the liberty select cycler. The cause of the peritonitis was undetermined. The patient did not report any breach in technique or any cassette leak or other issue.